Event description:
The customer was dehydrated, had a blood glucose of over 500 mg/dl, and had been vomiting. She was taken by ambulance to the hospital where she was diagnosed with diabetic ketoacidosis. She was treated with an insulin drip and potassium. She was in intensive care for 3 days before she was released.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.